Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The device's history log confirmed the power issue and it was also duplicated during the investigation. The silicone bumpers inside the battery compartment were defective, causing the pump not to be able to get power from the battery pack. The bumpers were changed to resolve the issue and preventative maintenance was recommended.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump shuts off on its own. There was no patient involvement.